Manufacturer narrative:
Initial.

Event description:
It was reported that during a guided full supply change using an inset 23" infusion set, the user pulled on the adhesive and unintentionally removed the cannula, then successfully inserted a new infusion set and connected the primed tubing with assistance; this was characterized as an improper procedure involving the infusion set component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem associated with failure to follow instructions during infusion set deployment. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.